Manufacturer narrative:
A dräger technician examined the machine and downloaded the logs for evaluation. The technician reported finding error code (B)(4) unplugged in the error logs. The technician exercised the front panel with the potentiometer knobs. The technician then tested the machine and reported that all tests passed. It is assuemed that the root cause regarding the potentiometer knobs is the same like described in the ongoing recall for the oxylog 3000plus.

Event description:
It was reported that while transporting a patient, the ventilator stopped working and alarmed. The patient was manually ventilated and there was no patient injury reported.